Event description:
Per the clinic, the package indicated a 3mm implant, however, the box was reportedly found to be empty. The patient was subsequently implanted with a 4mm implant during the same surgery. There was no injury to the patient. The incident is being investigated by the manufacturer.

Manufacturer narrative:
(B)(4): device not available for analysis.